Manufacturer narrative:
Continuation of d10: product ID a820; serial# unknown. Product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Nformation was received from a patient regarding an implanted infusion pump for spinal pain indications. It was reported that, when the patient tried to bolus, it was taking a long time and lagged at 90%. Patient services reviewed information and assisted the patient with clearing data. The patient was able to connect to the pump without issue. The patient would call back if further assistance was needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient indicated that, when the patient went to give a bolus, it was taking over 1.5 minutes to administer. Patient services reviewed data and assisted the patient in deleting data. The patient was able to connect to the pump with no lag and mentioned that they were in a lockout from the previous bolus. The patient had 6 boluses per day.